Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured aneurysm in the primary iliac artery. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the (B)(4) was an expired product. The physician used the available product and it was noticed after use. Likely, due to the emergent nature of the case, it seems that the ubd was not read by the user before implantation. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: incorrect technique/procedure (pre-operative rupture and an iliac aneurysm, not aaa) 205 failure to follow instructions (using an expired product). Evaluation, conclusion: user error contributed to event (pre-operative rupture and an iliac aneurysm, not aaa; using an expired product.